Event description:
A male patient underwent aaa repair in 2007. The patient received a zenith main body, two zenith main body extensions and three zenith iliac legs. The procedure was completed without reported incident. In 2009, the patient underwent a secondary procedure. There was originally a separation of a main body extension from the iliac leg causing a type I distal leak (1820334-2010-00024), which is why the physician added another main body extension. There was another separation of a main body extension from an iliac leg (right side) again, treated with a main body extension (1820334-2010-00023). The physician wasn't satisfied with the final run due to the patent's extreme tortuosity; so he placed 2 more main body extensions. The physician felt that the leak was not resolved, so he bypassed the extensions by placing a zenith iliac leg which resolved the leak and obtained a great outcome. Patient is doing fine and was sent home the next day with no endoleak.

Manufacturer narrative:
No product or images were returned. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to type 3b endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements, recommended amount of overlap. The IFU states "the aortic main body extensions, iliac legs, and iliac leg extensions can be used to provide additional length to their respective portion of the endovascular graft." The complaint correspondence indicates that the patient's anatomy was extremely tortuous. No images or additional information concerning the event or patient's anatomy was provided, which makes a determination of the root cause very difficult. We are unable to determine if the patient was suitable for evar. It is possible that the reported tortuosity and changes in the patient's anatomy contributed to the disconnect. Another contributing factor could be the distal fixation site was outside the recommenced 7.5 to 20 mm. The largest diameter iliac was implanted and a 26 mm main body extension was used to extend the leg. In this event, the physician placed three 28mm diameter cuffs in the right common. According to the zenith flex physician reference manual a 24mm diameter leg is intended for use with an iliac vessel diameter of 20mm. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.